Manufacturer narrative:
The reported meter was returned and investigated with retained test strips and a new issue was observed. Upon visual inspection, black spots were observed on the meter screen. Meter powered on with button depression and with strip insertion. A blank screen was not observed. The complaint is not confirmed.

Event description:
A caller (customer¿s daughter) reported that her mother¿s adc blood glucose meter would not turn on with upon test strip insertion or button press. The caller reported that paramedics were summoned and obtained a reading of 31 mg/dl on their meter. The customer was treated on scene with an intravenous glucose solution. The customer¿s blood sugar reportedly rose to 180 mg/dl after receiving the intravenous glucose. The customer refused to go to the hospital. The caller reported giving her mother a sandwich and juice ¿after¿.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. The device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s daughter) reported that her mother¿s adc blood glucose meter would not turn on with upon test strip insertion or button press. The caller reported that paramedics were summoned and obtained a reading of 31 mg/dl on their meter. The customer was treated on scene with an intravenous glucose solution. The customer¿s blood sugar reportedly rose to 180 mg/dl after receiving the intravenous glucose. The customer refused to go to the hospital. The caller reported giving her mother a sandwich and juice ¿after¿.